Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error during the prime process. The blood glucose reading was 250 mg/dl, which was treated with a manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker. The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted.